Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having a procedure and a magnet was applied to the device. There was right ventricular (rv) noise, oversensing, and possible pacing inhibition which occurred due to electromagnetic interference (emi) during the procedure. No adverse patient effects were reported. The device remains in service.